Event description:
Additional information was received: it was reported that the cause of death was pneumonitis. The previously noted infection was the pneumonitis. The physician assessed that the cause of the pneumonitis was not related to the device or to the procedure.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a fusiform 60 mm x 34 mm thoracic aneurysm of zone 4 on (B)(6) 2010. The proximal neck diameter was 25 mm and distally it was 18 mm. Calcification was moderate in the iliac arteries, it was moderate in the proxima neck, slight calcification in the distal neck. The pt has a history of integration dysfunction syndrome, diabetes. After the two talent thoracic stent grafts were implanted, there was no endoleak, migration or rupture and the pt was discharged to another hospital for treatment of integration dysfunction syndrome and mediastinal hematoma. While at the other hospital, the pt got an infection on an unk date. The fungus was detected by culture of the fluid from drainage. The pt expired on an unk date due to right empyema thoracis and sepsis (ref MFR # 2953200-2011-00737). No add'l info was provide provided.

Manufacturer narrative:
(B)(4). Eval, results: (death, infection), (infection). Conclusions: (infection).